Event description:
A hospital in (B)(6) reported that there was a leak on the expiratory limb of an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint rt340 circuit from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 device is not expected to be returned to fisher & paykel healthcare. Our investigation is based on our knowledge of the product and information provided by the customer. A photograph and a video clip of a water bath test of the complaint device were provided by the customer. Results: the video clip revealed that there was a leak between the circuit tube and connector of the expiratory limb when the complaint device was submerged in water. The leak was located at the opposite side of the glue port at one of the circuit connectors. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt340 breathing circuits are pressure tested for leaks prior to be released for distribution and those that fail are rejected. This suggests that the breathing circuit was damaged after it was released for distribution. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that there was a leak on the expiratory limb of an rt340 adult breathing circuit. No patient consequence was reported.